Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received a closed box of dagrofil code g0842214 (dagrofil green 3/0 (2) 45cm ds19 (m) ddp) and batch number 625401 without the box label. Upon internal investigation, it has been determined that this defect occurred in the warehouse when preparing the shipment. It is likely that the box label was not printed by mistake or was printed but not attached correctly and peeled off for some reason. Furthermore, the personnel involved did not notice it and the box was not discarded and consequently supplied to the customer. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: the most likely root cause determined is that the label on the box was not printed or was printed but not placed correctly when preparing the shipment to the customer in the warehouse and peeled off. Final conclusion: considering that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dagrofil suture. The client reported that the label of the box was missing.